Manufacturer narrative:
The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) (B)(6) 2018. It was reported the catheter connection was poor, so the patient had an unreliable delivery of baclofen to their cerebrospinal fluid (csf), therefore the doctor said it was possible that the catheter fractures may have caused or contributed to the altered level of consciousness. The patient's admitting diagnosis was provided as respiratory suppression. It was reported there were no other factors that may have caused or contributed to the patient's symptoms and there were no factors that may have caused or contributed to the catheter fractures. Regarding actions and interventions taken to resolve the issue, the catheter was revised "at the connection to itb." The patient's spasticity was reportedly stable at the time of the report. It was indicated the catheter would not be returned for analysis as it had been discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) (B)(6) 2018. The dye study findings were provided as: contrast extravasation alongside the exterior pump, likely related to leakage at the catheter connection or due to fracture with proximal catheter. The precise point of failure was unable to be visualized. The catheter was revised (B)(6) 2018.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2009, product type: catheter; ubd: 07-jul-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 375 mcg/day via an implantable pump for intractable spasticity. It was reported a catheter event had been confirmed via a dye study. The hcp reported they believed the patient will need a catheter replacement. The patient presented with an ¿altered level of consciousness¿ so they performed a dye study which showed fractures in the catheter. The hcp reported the patient had gone to a different hospital on (B)(6) 2018 and was then transferred to his hospital on (B)(6) 2018. It was indicated the issue began on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.